Event description:
Complainant alleged that during functional testing, the device displayed "ECG disabled" and "ECG monitoring failure" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including bench testing and ECG stressing without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer with a note to discard their multifunction cable used in the reported event. Analysis of reports of this type has not identified an increase in trend.